Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic/chronic') in a 36-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ureaplasma urealyticum infection, vaginitis bacterial, vulval itching, vulval burning sensation, vulvovaginal candidiasis and uti. Concurrent conditions included overweight and iron deficiency anemia. Concomitant products included nsaids since (B)(6) 2014 and paracetamol (acetaminophen) since (B)(6) 2014. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia(heavy menstrual bleeding)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and back pain ("lower back pain"). In (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmennorhea(cramping)"), anaemia ("anemia"), anxiety ("anxiety/mental anguish") and depression ("depression"). In (B)(6) 2017, the patient experienced vaginal discharge ("vaginal. Discharge"). On (B)(6) 2017, the patient experienced vaginal infection ("vaginal infection"). On an unknown date, the patient experienced psychological trauma ("psychological injury"), fatigue ("fatigue"), alopecia ("hair loss") and migraine ("migraines/headaches") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy full , salpingectomy bilateral). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, menorrhagia, dysmenorrhoea, vaginal discharge, vaginal infection, vaginal haemorrhage, migraine and back pain had resolved and the psychological trauma, anaemia, fatigue, alopecia, anxiety, depression and weight increased outcome was unknown. The reporter considered abdominal pain, alopecia, anaemia, anxiety, back pain, depression, dysmenorrhoea, fatigue, menorrhagia, migraine, pelvic pain, psychological trauma, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: essure confirmation test(s) conducted, specify no (as written per pfs, please note discrepancy) patient received treatment for :pain, bleeding and bladder/urinary problem. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.5 kg/sqm. Hysterosalpingogram - on an unknown date: essure device was successfully occluded. Pathology test - on (B)(6) 2018: each [fallopian] tube is slightly tortuous and demonstrates a patent lumen. Upon sectioning, multiple paratubal cysts are identified. Concerning the injuries reported in this case, the following one/ones were confirmed in patient's medical record: pelvic pain, headache, depression, vaginal discharge and dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received- vaginal haemorrhage was updated from unknown to recovered. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic/chronic') in a 36-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ureaplasma urealyticum infection, vaginitis bacterial, vulval itching, vulval burning sensation, vulvovaginal candidiasis and uti. Concurrent conditions included overweight and iron deficiency anemia. Concomitant products included nsaids since (B)(6) 2014 and paracetamol (acetaminophen) since (B)(6) 2014. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia(heavy menstrual bleeding)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and back pain ("lower back pain"). In (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmennorhea(cramping)"), anaemia ("anemia"), anxiety ("anxiety/mental anguish") and depression ("depression"). In (B)(6) 2017, the patient experienced vaginal discharge ("vaginal. Discharge"). On (B)(6) 2017, the patient experienced vaginal infection ("vaginal infection"). On an unknown date, the patient experienced psychological trauma ("psychological injury"), fatigue ("fatigue"), alopecia ("hair loss") and migraine ("migraines/headaches") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy full , salpingectomy bilateral). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, menorrhagia, dysmenorrhoea, vaginal discharge, vaginal infection, migraine and back pain had resolved and the psychological trauma, vaginal haemorrhage, anaemia, fatigue, alopecia, anxiety, depression and weight increased outcome was unknown. The reporter considered abdominal pain, alopecia, anaemia, anxiety, back pain, depression, dysmenorrhoea, fatigue, menorrhagia, migraine, pelvic pain, psychological trauma, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: essure confirmation test(s) conducted, specify no (as written per pfs, please note discrepancy). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.5 kg/sqm. Hysterosalpingogram - on an unknown date: essure device was successfully occluded. Pathology test - on (B)(6) 2018: each [fallopian] tube is slightly tortuous and demonstrates a patent lumen. Upon sectioning, multiple paratubal cysts are identified.. Concerning the injuries reported in this case, the following one/ones were confirmed in patient's medical record: pelvic pain, headache, depression, vaginal discharge and dysmenorrhea. Most recent follow-up information incorporated above includes: on 14-oct-2019: pfs and medical record received. Events added: abnormal bleeding (vaginal), anemia, fatigue, hair loss, migraines/headaches, anxiety/mental anguish, weight gain, lower back pain, depression and lower back pain. Event severity added for: physical pain/pelvic/chronic and abdominal pain. Medical history, lab data, concomitant drugs and reporters were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic/chronic') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia(heavy menstrual bleeding)"), dysmenorrhoea ("dysmenorrhea(cramping)"), vaginal discharge ("vaginal. Discharge"), vaginal infection ("vaginal infection") and psychological trauma ("psychological injury"). The patient was treated with surgery (hysterectomy full , salpingectomy bilateral). Essure was removed on(B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, menorrhagia, dysmenorrhoea, vaginal discharge and vaginal infection had resolved and the psychological trauma outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, menorrhagia, pelvic pain, psychological trauma, vaginal discharge and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received : case become incident. Events added- abdominal pain, dysmenorrhea, menorrhagia, psychological disorder, vaginal infection, vaginal. Discharge. Events outcome updated, reporter added, patient demographic added, essure removal date added, product indication updated. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.